Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/29/2016. It was reported that patient underwent mesh revision on (B)(6) 1960 by dr. (B)(6) due to mesh erosion.

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal mesh/foreign body, posterior colporrhaphy, anterior colporrhaphy with vicryl mesh, urethrocystoscopy, tension free vaginal tape, and suburethral sling procedure on (B)(6) 2008 by (B)(6). Due to third- to fourth-degree symptomatic cystocele, genuine stress incontinence, urethral hypermobility, vaginal mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
Details: it was reported that the patient underwent excision of vaginal mesh/foreign body, posterior colporrhaphy, anterior colporrhaphy with vicryl mesh, urethrocystoscopy, tension free vaginal tape, and suburethral sling procedure on (B)(6) 2008 by (B)(6). Due to third- to fourth-degree symptomatic cystocele, genuine stress incontinence, urethral hypermobility, vaginal mesh erosion.